Event description:
Customer reportedly received results of 172 mg/dl and 72 mg/dl within 10 minutes on the compact system. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.